Event description:
The customer's completed data run sheets were received for evaluation. It was identified during the review of the run sheets that the customer should be contacted to clarify and go over the data in the sheets. Multiple attempts were made to contact the customer. Based on the information originally provided from the customer and incomplete follow-up from the customer to our inquiries, it is not possible to determine a root cause for this yield complaint.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Baxter medical assessment: this is a purity/yield issue that was determined after the patient product was run. There is no information of any patient adverse outcomes at this time. It is currently unknown if they were able to run enough product to obtain an adequate dosage for the patient and if the engraftment was successful. As in all cases of purity/yield issues there is the potential of the loss of cells. This puts the patient at greater risk and facing possible additional procedures to collect more cells. As such, the malfunction could potentially cause or contribute to an event if it were to reoccur. (B)(4). The evaluation is still ongoing. Upon its completion a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
Customer reporting low yield involving 1st selection procedure: final product purity =97% and yield= 35%. No errors during the run. No cell clumping noted. Starting tnc=7.9e 10 and cd34=0.44%.